Event description:
Caller alleged discrepant results compared with two different lots of strips. One lot had a high inr result of 3.9 when testing then they attempted to use an expired box of strips and received inr of 3.0. Pt had tested 2.3 lab inr a few days ago.

Manufacturer narrative:
This event is reportable because a recurrence may cause or contribute to a death or serious injury. Manufacturer cautioned caller not to use expired strips and recommended to do lab correlation to confirm inratio system accuracy. Investigation of the complaint as follows: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint filed: date: 2009; inratio: 1) 3.9, 2) 3.0 (expired); lab: 2.3, 2.3; mean: 3.1, 2.7; confidence limits: 1.9-4.6; 1.7-3.8. Expired strips were used for one of the tests. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Hence, functional testing is not required at this time, but meter will be tested when it is returned. Device will not be returned for eval. Investigation is closed.